Event description:
It was reported that balloon pinhole was encountered. The target lesion was located in iliac vein artery. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for post-dilation. However, during inflation, the balloon was damaged and visible pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: a gladiator elite 10.0 x80, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and pinhole leaks were identified 5 mm proximally from the proximal marker band & 25 mm distally from the proximal marker band. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure for this device was 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole was encountered. The target lesion was located in iliac vein artery. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for post-dilation. However, during inflation, the balloon was damaged and visible pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.